Manufacturer narrative:
Supplemental report submitted to include the below correction: the plug that the literature article is referring to was implanted to treat the original pvl, which was present between the ring and the first sapien xt valve implanted. There was no pvl between the first xt valve and the second xt valve. This report was submitted for the additional intervention required to treat the pvl on the 1st valve. There was no complaint against the second valve and no further actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate that patient factors (failed mitral valve repair) and procedure related factors (valve not coaxially deployed) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification through the review of the medical article, failed transcatheter mitral valve-in-ring implantation followed by transapical valve-in-valve within the ring and ad hoc paravalvular leak closure corresponding author dr. Beytullah cakal, et al. The following event was identified as pertaining to edwards devices: a 26mm sapien xt valve was implanted inside of the annuloplasty ring, however it was not coaxially deployed to the ring, causing severe paravalvular leak (pvl). Due to risk of embolization the procedure was stopped without closing the defect. After 8 days, a second 26mm sapien xt valve was implanted inside the previous one, still with persistent severe pvl. A 14mm long vascular plug was deployed within the defect, achieving a competent bioprosthetic valve without residual mitral regurgitation. The patient experienced significant symptomatic relief and functional improvement, and remained free from rehospitalization for six months.